Manufacturer narrative:
The 510k status: exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
The customer reported that the ultrathane mac-loc locking loop multipurpose drainage catheter was not draining properly. When the tube was cut at the hub, a lot of urine came out at once. The device had been implanted on (B)(6) 2017 and was replaced on (B)(6) 2017. Additional information has been requested from the customer, but none has yet been provided. The product has been returned for investigation; however, as of the date of this report, the investigation is still pending.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable or unchanged. Investigation - evaluation a review of the complaint history, device history record, drawings, instructions for use(IFU), manufacturing instructions, quality control data, and functional testing, was conducted during the investigation. The catheter hub with a short segment of catheter was returned with a lot of biomatter present, both inside the lumen and outside. A 0.035" wire guide was attempted to be passed through the lumen, without success due to the amount of biomatter present in the lumen. A review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Review of the device history record showed non-conformances; however, all non-conforming product was scrapped prior to completion of the final lot. In addition, there were no other reported complaints for this lot number. The IFU states that catheters should irrigated on a routine basis to ensure function. Additionally, the device drained appropriately directly after placement and for 16 days before the patient returned. Furthermore, the catheter is placed over a wire and stiffener during the procedure, indicating full patency when the catheter was placed. It is possible that the reported issue could be attributed to user error; however, based on the information provided, examination of the returned product, and the results of our investigation; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.